Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower reading with the adc device. The customer reported a unspecified sensor reading, with symptoms of vomiting and being unable to speak clearly. The customer was taken to hospital were a blood glucose result of 583 mg/dl was obtained, as compared to sensor scan of 220 mg/dl, and customer was diagnosed with diabetic ketoacidosis. The customer was put on an insulin drip via IV for treatment. There was no report of death or permanent injury associated with this event.